Event description:
It was reported that a half day infusor leaked from the elastomeric reservoir. The infusor was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot number 13g048 was manufactured july 22, 2013 - july 24, 2013. Evaluation summary: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. A visual inspection and functional leak test were performed. A leak was identified from the welded area of the volume indicator port located inside the housing, confirming the reported condition. The cause was determined to be an improper ultrasonic weld of the volume indicator and port. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.